Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-jan-28: information was received from a manufacturer representative (rep) regarding a trial patient. The rep reported that a trial was attempted today but was eventually aborted due to the issues noted. The rep states they got the initial lead in place and connected to the wireless external neuro stimulator (wens). The rep said the 'wiring of the lead to the wens was not able to get a positive connection' on lead select screen and showed an alert to the effect of 'lead not properly connected, try again'. The rep was able to get to the check connectivity screen where some of the contacts were showing an issue. The rep went on to note that impedance test showed some contacts >40k. The rep swapped the lead in the wens port and the same issue occurred with same contacts compromised. They then swapped the lead and the same issue occurred. They then swapped the wens and the same issue occurred. They then tried another tablet and the same issue occurred. Rep to send products back. 2026-jan-30: additional information was received from a manufacturer representative (rep). The rep reported that they believe they may have an answer for what happened during the trial: the patient's epidural space size could potentially have been large enough to allow the lead to float off of the dura past the first couple of contacts. We do not have confirmation of this, the lead was accidentally pulled and the trial was aborted to be rescheduled prior to assessing positional adjustments to accommodate for a larger than expected epidural space. 2026-feb-24: additional information was received from a manufacturer representative (rep). The rep clarified the impedance issue seen. They stated that an initial lead was placed, tested, then taken out due to continued impedance issue. A new lead was opened and implanted but impedances issues continued. Healthcare provider (hcp) decided to explant the lead and re-schedule a trial.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 10-sep-2029, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 10-sep-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the external neurostimulator (model 9772501, serial# (B)(6)) found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.